Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Inspection of exit site show redness and looks strange. Since placement there have been yellow substance leaking from placer location. Dressing changed 1-2 times. A day.